Event description:
It was reported that the tsw35 was used during a laparoscopic hemicolectomy. It was reported by the rep that the surgeon fired the instrument six times and when the tech went to reload the jaws, the jaws would not open.